Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and lead system was experiencing inappropriate therapy. An invasive procedure was performed and the physician elected to cap this endocardial lead. A new bipolar endocardial lead was implanted.